Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "baby 27+3 1182 gms born via svd and admitted to nicu .ual and uvl placed on confirmation xray uvl noted to be in liver so replaced ,on repeat xray new uvl pulled back to 8 cm .while lung u/s performed air bubbles noted to be seen in heart and liver . Piv attempt unsuccessful x 4, tubing in uvl checked for air bubbles few tiny bubbles noted and tapped" to top of system. Lung ultrasound repeated in am at approx 05:00 showed decrease in air bubbles . On day shift piv inserted and uvl removed pumps removed and sent to biomed" upon further customer follow up it was reported no air-in-line alarms were noted in the log during the time frame given when reviewed by customer biomedical engineering. Customer biomedical engineering was unable to duplicate the error. There was patient involvement however no patient harm.